Event description:
It was reported that during a laparoscopic colorectal procedure, the curved shears stopped working mid way through surgery. Unknown how the case was completed. No patient consequence.